Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney. On (B)(6) 2011 the patient underwent surgery for repair of a right inguinal hernia with implant of a perfix plug. On (B)(6) 2014 the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently. The attorney further alleged the patient experienced pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to we have not identified this to be a reported device explant at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Review of the revision procedure in the patient medical records provided finds no mention (involvement or visualization) of the perfix plug (device #1), as such based on this review it does not appear that the mesh was explanted during this procedure. The recurrent hernia was repaired with 3dmax mesh (device #2). Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a right inguinal hernia with implant of a perfix plug. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently. The attorney further alleged the patient experienced pain. Addendum per medical record: (B)(6) 2011 - the patient underwent an open repair of right inguinal hernia with implant of perfix plug. Per operative notes, "the small hernia sac was dissected away... The inguinal canal was reconstructed using prolene mesh (perfix plug (device #1)) which was sutured into place using 2-0 prolene sutures.¿ (B)(6) 2014 - patient had inguinal bulging and right inguinal pain. (B)(6) 2014 - the patient underwent an extraperitoneal right inguinal hernia repair with the implant of 3dmax mesh (device #2). Per operative notes, "found a hernia sac stuck to the cord and an indirect inguinal hernia defect¿ there is some mild scarring through this dissection, but it was easily freed... We then went back and checked the right side and I did not see a direct inguinal hernia. I then used a medium sized bard 3dmax mesh (device #2) and positioned that in the right side." (B)(6) 2014 - during post-operative visit, the patient had post operative pain and constipation. Attorney alleges that experienced pain, recurrence and emotional injuries.